Event description:
It was reported that iab was inserted trans-thoracic in 2004 without any difficulty. Approximately 7 days later, the pump console indicated that the inflation pressure was too high. The pump was stopped and the helium line filled with blood. A decision was made to remove the iab. It was removed without any associated pt complications.